Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening. (B)(4) apply to leads (lot# unknown) only. (B)(4) apply to leads (lot# unknown) only. (B)(4) apply to leads (lot# unknown) only.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said their wires broke and it gave them a shock while they were driving, and as a result, was in pain all night. Patient was advised to connect with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.